Manufacturer narrative:
The manufacturer previously reported a patient cardiac arrested while using the device. The customer alleged the device failed to deliver volume to the patient. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient cardiac arrested while using the device. The customer alleges the device failed to deliver volume to the patient. The patient was resuscitated. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient cardiac arrested while using a trilogy device and the customer alleges the device failed to deliver volume to the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The customer's complaint could not be confirmed or duplicated. The device's downloaded event log was reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.